Event description:
Customer reported a past high blood glucose event with an unknown cause and the specific high value was not provided, only described as "high." To address the issue, the customer took corrective action by administering a correction injection via multiple daily injections. Technical support recommended that the customer consult their healthcare provider to discuss factors that may be influencing their blood glucose levels, which the customer acknowledged and understood.